Manufacturer narrative:
(B)(4). Batch # r5c43y. Investigation summary: the analysis results showed that one gst60g reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: reload: gst60g (lot no. T4010h). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: "please clarify "stapler was already impaired" and "in the last stapling he crashed" from the beginning it failed, apparently due to the battery. Not broken, only the last stapling ended up crashing. The charge has been replaced. From the beginning of the surgery it was noticed that the stapler articulated more slowly and with difficulty. In the last stapling locked, it was unlocked with difficulty and had to replace the load. Did the device lock-out (no staples deployed, and no cut line started)? No. No cut lines started or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Did not start shooting. Or, did the device fully fire and stop during the automatic knife return? Yes. Didn't start blade firing. Was there any difficulty opening the device? Yes. It opened with difficulty after several attempts. If so, how was the device removed from the patient? With great difficulty the stapler opened and was removed form the patient. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during a laparotomy, at the beginning of the procedure the echelon psee60a stapler was already impaired. He articulated with difficulty and stapled slower. In this surgery 11 loads were used. In the last stapling he crashed. They unlocked with difficulty and replaced the load. They kept the cargo that gave trouble. The procedure was successfully completed. There were no patient consequences.